Manufacturer narrative:
Additional information: on (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with 300cc saline mentor smooth round moderate profile breast implants and experienced several unexplained systemic symptoms, including left shoulder pain, left breast infection, stomach issues, gall bladder removed, gluten intolerance, pancreatitis from blocked bile duct, anxiety, major gi issues, nausea every day, random stomach pain, belching, fatigue, unable sleeping, light and sound sensitive, antisocial, blurred vision, slow healing infected minor cuts, anemia, major brain fog, word recall issues, memory loss, terrible joint pain in hips, lower back pain, hair loss, weight loss, sibo, major food intolerances and whooshing head. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.